Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of the procedure, when activating the monopolar curved scissors (mcs) to dissect the tissues, the doctor had difficulty moving them. When removing the tip cover, a piece/screw that appeared to be loose was seen, preventing the forceps from working correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there were difficulties opening and closing the mcs instrument, but it was not specified if the instrument was stuck in the open or closed position. The instrument was difficult to move due to the loose screw. The movements of the surgeon did not scale appropriately to the instrument because the mobility was impaired. There was less movement due to the difficulty in mobility caused by the loose screw. The instrument did not completely move in the intended direction as there were difficulties with wrist movements, such as opening and closing. A normal movement of the instrument was intended for tissue dissection, but the observed movement was restricted along with impaired pincer mobility. The timing of the instrument movement was not appropriate because the movement was compromised by the loose screw.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There was no loose cables or loose tip observed during visual inspection. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.